Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately middle of december of 2023 from date manufacturer was made aware.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator and had difficulty to couple at the charger. It was noted that patient was having pain and discomfort at the implant site. The patient underwent an ipg replacement and repositioning procedure. The patient was doing well post operatively. The explanted device will not be returned as it was kept at the facility.